Event description:
The patient reported loss of therapeutic benefit. The patient stated worked really well the first week but then he went on vacation and was driving so he turned stim up. The patient then he noticed he was urinating more frequently. The patient stated when he got home he turned it back down but it¿s still not helping as good as it did that first week. The patient stated the flow was fine and the urgency was not quite as bad but for example last night he was up twice and felt his bladder was spasming like he should have been excreting more. The patient stated he remembers stretching his body a few times (after driving) and it hurt but he doesn't think he could have damaged it because he still felt stim. The patient mentioned he may have had issues because he was dehydrated (not drinking enough water). But his main concern was that it takes a minute or 2 for the muscle to stop spasming when he urinates and wanted to make sure the muscle has gone down. The patient stated stim was at 0.8v and was wondering if he should increase stim more or not. Additional information reported 3 days later indicated that the device was interrogated, reprogram completely and impedance checked performed. Reprogram with appropriate location of sensation reported. The patient had increased amplitude to uncomfortable level of sensation was the cause of the reported issues. The health care provider would follow up with patient on their symptoms. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.